Event description:
It was reported that during a subtotal gastrectomy procedure, the anvil part of the product was broken out of its body. Thus, the user was not able to use it. Unk how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.